Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional methods code: device not returned (4114). Investigation ¿ evaluation : it was reported that a quick-core coaxial biopsy needle set had a foreign fiber inside the package. This incident was reported by agility logistics, in brazil. The complaint was found at a distribution center, so no patient contact was made. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device, as well as a visual inspection of a photo provided by the distributor, were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. However, a photo of the device was provided and from the photo, a foreign filament was confirmed within the sealed package. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks of this device are acceptable when weighed against the benefits. In response to this incident, cook also completed a review of the device history record (DHR). The DHR for the complaint lot records no non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. From this information, cook could not conclude that nonconforming product from this lot exists in house or in the field. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use product if there is doubt as to whether the product is sterile.¿ though the device was not returned, the packaging appears to be sealed with a small unknown fiber. Based on the information provided, the examination of the photo provided, and the results of the investigation, it was concluded that a quality control deficiency was the main cause of failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during inspection of a quick-core coaxial biopsy needle set, a hair-like fiber was observed inside the primary packaging of the product. This was discovered at the distributor and there was no patient involvement. No other adverse effects were reported.